Event description:
Customer initially called regarding motor error alarm, however, during call customer reported being hospitalized for dka. Customer declined troubleshooting of pump, but stated that she received repeated no delivery alarms prior to hospitalization.